Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis indicated no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed. The lead was returned with the guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guidewire. There is a small amount of green material that is likely shavings from the green coating on the guidewire in the proximal end of the lead. It is likely that the material became separated from the guidewire when it was attempted to be removed from the lead. The guidewire also appears to be distorted in the distal end of the lead. Removal of the guidewire during analysis would likely damage the guidewire; therefore destructive analysis was not performed at this time.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During lead positioning in the target vein, the guidewire became stuck in the lead and would not advance. The lead and the inserted wire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).